Event description:
Patient reported that he underwent total hip arthroplasty (B)(6) 2010. Subsequently, on (B)(6) 2011, at one year follow up visit with surgeon, radiographs indicated that e-poly bearing was worn and requires revision. To date, revision procedure has not been performed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following possible adverse effect: wear and/or deformation of articulating surfaces.